Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving hydromorphone (6 mg/day), bupivacaine, clonidine, ketamine, and droperidol via an implantable pump for intractable spasticity and other spasticity. It was reported that the company representative received a call from the consumer reporting an (B)(4) code was seen and the patient was having early signs of withdrawal. The (B)(4) code seen via the personal therapy manager (ptm) was regarding a motor stall. The motor stall was active. Setting the pump to a minimum rate if the patient was managed with orals was being considered. The company representative was redirected to the patient¿s managing physician to review considerations. On 2018-feb-03 additional information was received from a company representative. The patient¿s name and managing physician was clarified. The pump serial number was provided. The motor stall occurred on (B)(6) 2018. The concentrations and dose rates of the pump medications were as follows: hydromorphone with concentration: 10 mg/ml at a dose rate of 6.0 mg/day, bupivacaine with concentration 11.3 mg/ml at a tech calculated dose rate of 6.78 mg/day, clonidine with concentration 400 mcg/ml at a tech calculated dose rate of 240 mcg/day, ketamine with concentration 167.1 mcg/ml at a tech calculated dose rate of 100.26 mcg/day, and droperidol with concentration 167.1 mcg/ml at a tech calculated dose rate of 100.26 mcg/day. No further patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that the patient¿s pump was replaced on (B)(6) 2018. The pump was to be returned to the manufacturer for analysis. It was indicated that the catheter was aspirated. A full system prime of 0.367 ml was also noted. The simple continuous dose was decreased from 6 mg/day to 4 mg/day with all pa settings remaining the same. On 2018-feb-07, the company representative further clarified that they had first became aware of the issue mid-morning on saturday (B)(6) 2018. Regarding the early signs of withdrawal, the patient was anxious and shaky. The cause of the motor stall was not determined. Regarding the patient¿s outcome, it was noted that the patient was currently post op from pump replacement. The patient¿s weight at the time of the event was approximately (B)(6) pounds. The information was noted as having been confirmed with the physician/healthcare provider.

Manufacturer narrative:
The pump was returned, and analysis found corrosion on gear and residue on the gear shaft of the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.